Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received multiple button error alarms. The customer's blood glucose was 349 mg/dl at the time of incident. The customer also stated that the buttons were not responsive. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be replaced and will not be returned for analysis.